Event description:
It was reported that during a change-out procedure the lead was stuck in the header and the terminal pins were unable to be removed when the set screws were loosened. The physician was able to explant the device successfully, without damaging the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.